Manufacturer narrative:
Investigation: one photo was provided. It shows a needle assembly with a black speck on the bottom of the plastic hub therefore failure mode is verified. Additionally, 51 samples were received. Visual inspection was performed. No black specks or any other defect was observed. While root cause could not be definitively determined based off the photo, it is possible that the black speck came from the molding process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle 25ga 5/8 in trans orange hub experienced foreign matter contamination.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25ga 5/8in trans orange hub experienced foreign matter contamination.